Event description:
It was reported by service report that the unit would zoom unintentionally and the IV pole was loose. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - csi box, IV pole. MFR's investigation is ongoing. If add'l info is received, a f/u report may be submitted.